Manufacturer narrative:
Blood loss and death are labeled in the IFU. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines, the importance of accurate deployment. Specifically, the IFU states the device is intended for pts with an iliac artery distal fixation site 7.5-20mm in diameter (outer wall to outer wall). The complaint correspondence indicates the pt was suitable for evar, but both common iliac arteries were aneurysmal. Without additional imaging or info we are unable to comment on the pts suitability for evar. An endoleak of unk origin was detected after the main body and iliac legs were deployed. The physician performed exploratory ballooning to resolve the endoleak. The endoleak persisted and the physician determined the leak was a type 4 secondary to the anticoagulant. During intervention for the endoleak, the pt's blood pressure dropped. The aorta or iliac most likely ruptured during intervention. The pt was converted to open repair. The physician reported that hemostasis was quickly achieved, but the pt was unable to tolerate significant blood loss. The pt expired. The physician was unable to establish causality in the event. User-related inadvertent movement of the grey positioner on the ipsilateral limb was reported, but it is unk how this may have contributed to the event. The rupture may be related to movement of the delivery system or use of the molding balloon. The event appears to be user technique related based on the info that has been returned. The report will be updated as needed if additional info is received. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for endovascular, but both common iliac arteries and internal iliac arteries were aneurismal. Prior to the procedure, both internal iliac arteries were coil embolized. The procedure was conducted as labeled and the final angiography revealed endoleak, so the physician ballooned the proximal neck and the junctions. The leak was not gone completely. The physician determined it was type IV because the act was 340 half an hour ago, and decided to take wait-and-see approach. During this treatment for the leak, decrease in blood pressure was confirmed. It increased to the level that allows to control blood pressure after blood transfusion was performed, so the physician sutured the cut. But the blood pressure remained as low as 80-60, so the pt remained treated to increase the blood pressure. Then distension of the abdomen was confirmed, so the physician opened the abdominal urgently. A hematoma was confirmed in the area of the retroperitoneum to intestine. Hemostasis was achieved quickly, but the blood pressure would not increase. Amount of leaked blood right after suturing the cut was 1050ml. The 1190ml of blood was returned by autologous blood collection. The 1200ml of blood was transfused. The pt deceased on (B)(6) 2010.